Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported that their freestyle lancing device would not fire, and consequently could not obtain a blood glucose result properly. Customer reported using the lancing device with a bd logic brand of glucose monitor. Customer then reported symptoms of thirst, vomiting, and decreased body temperature. Customer's daughter called their health care provider, and was instructed to bring her mother to the health care facility. Customer was diagnosed with diabetic ketoacidosis. Exact treatment administered in order to stabilize glucose levels is unknown.